Manufacturer narrative:
It was reported that the compressor could not be turned on, the onsite investigation performed by the field service engineer (fse) concluded that the compressor startup capacitor was broken. The capacitor was replaced and returned for investigation, resistance measuring shows that the capacitor have an open circuit. The reported compressor unit was installed at the customers site in the beginning of year 2011. The cause to why the compressor failed to power up is due to the faulty capacitor.

Event description:
The air compressor does not work after being energized. There was no patient involvement. (B)(4).